Manufacturer narrative:
(B)(4). Visual inspection of the returned device identified the damaged/broken spike. Leak, clear passage, and clamp function testing were performed with no issues noted. The cause was unable to be determined. Should additional relevant information become available, a follow up report will be submitted. Same device as (B)(4).

Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of the device, it was reported that the spike was broken. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.